Event description:
The customer reported to olympus, during reprocessing, the evis exera ii colonovideoscope tested positive for over 68 colony forming units (cfus) of aerobic microorganisms at 30 degrees celsius. It is unknown what parts of the scope were sampled. The soluscope series 4 was sampled and tested positive for 1 cfu of aerobic microorganisms at 36 degrees celsius, less than 1 cfu of aerobic microorganisms at 22 degrees celsius, and less than 1 cfu of pseudomonas aeruginosa. It is unknown what parts of the automated endoscopic reprocessor were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is ddn9 and the automated endoscopic reprocessor (aer) used is soluscope series 4. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is soluscope c and the aer disinfectant is soluscope p. The manual detergent is ddn9 and the manual disinfectant is unknown. The instrument/suction channel, suction cylinder, instrument channel port, and distal end were brushed using asept inmed albyn medical manual brushes. The storage practice is using a simple cabinet with the scopes placed horizontally, and olympus is the maintenance company. The scope was not sterilized. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 4 cfus of ochribactrum anthropi. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please also see b3 for additional information. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the biopsy channel showed signs of wear and tear and the charged coupled device unit was peeled off. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.